Event description:
On (B)(6) 2012, the patient contacted baxter (B)(4) technical services, but could not relay the reason for the call. During the conversation, the patient's caregiver spoke with the technical service representative and reported the patient had symptoms of abnormal memory change. On (B)(6) 2012, (b)(64 pharmacovigilance spoke to the patient's husband regarding the issue and received supplemental information from a peritoneal dialysis nurse on (B)(6) 2012. The following information was reported. On (B)(6) 2010, the patient was switched from hemodialysis to continuous ambulatory peritoneal dialysis (capd) therapy. In (B)(6) 2011, the patient switched to automated peritoneal dialysis (apd) therapy on the cycler. On (B)(6) 2012, the patient was admitted to the hospital for confusion. The patient had a scheduled polyp removal performed the same day. On an unreported date, the polyp was removed and the patient experienced bleeding. It was unknown if the bleeding occurred before or after the polyp removal surgery. On an unreported date, the patient was diagnosed with a tumor on bowel. On an unreported date after the colonoscopy, the patient experienced peritonitis. Cause of peritonitis was not reported. Treatment rendered was not reported. On an unreported date, the patient was transferred to another hospital for surgery related to the tumor on bowel. Outcome of memory change, confusion, polyps, bleeding and peritonitis was unknown. The patient had not recovered from the tumor on bowel. A causality assessment for memory change was unknown. A causality assessment for polyps, tumor on bowel, bleeding and peritonitis was unrelated to dianeal or extraneal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample was not available. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.